Event description:
Event description boston scientific received information that the family of the patient with this implantable cardioverter defibrillator (ICD) reported that this device had 'not worked' since being implanted. The family requested to have the device interrogated.